Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine via an implantable pump. The indication for use was non-malignant pain. It was reported the patient had symptoms of pain near the pump and chills and the healthcare provider believes the patient may have an infection, but that has not yet been confirmed. Per the reporter, the patient had some dental work done about a week and a half ago and was questioning whether bacteria from that might have traveled to the pump area and "seeded" an infection there. The reporter was requesting any information on this topic. The healthcare provider stated the patient had a refill 3 days ago, but thinks that was too recent to have caused this issue. The patient was having an MRI today.